Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 4 of 4. There was pt involvement but no pt injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2011 regarding the alarm. The home pt (hp) stated that the issue was resolved; however, the cause of the alarm remained unk. Per hp, they did not receive any injury or medical intervention as a result of this incident. No allegations were made against any of the hp's dialysis products. No further info was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional info is received.